Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'stuck button' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified.the cause of the condition was determined to be keypad was damaged. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a stuck button. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.